Event description:
Rptr described the following: a "new hire" environmental svs employee picked up a "full" sharps disposal container from the pharmacy dept. Rptr states she was not sure, but assumed the employee placed the sharps container in a cart with other containers and transported them to the final disposal area. Reportedly, a different environmental svs employee later picked up the pharmacy's sharps container and received a needlestick from a needles/syringe that had reportedly punctured through the wall of the container.